Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2014. The investigation included: methods: review of device history records. Results: evaluation of complaint related device: the transducer was found to be twisted in the handpiece housing. This fault/damage is consistent with an incorrect or non-utilization of the torque base. A DHR review was undertaken of works order number ((B)(4)) and the associated test record ((B)(4)), to identify any recorded anomalies that could be associated to the issues surrounding the complaint. The documentation shows that the device was produced in (B)(4) 2013. The test record shows that all functionality tests were performed satisfactory prior to the unit being released. No concessions are listed on the work order. Conclusion: the failure is related to an incorrect use of the torque base and torque wrench (as supplied) by the customer, which was resulted in the transducer being damaged. See scanned page.

Event description:
It was reported that the product was defective. Additional information was requested and on (B)(6)/2014 the following information was provided by the reporter: the product was sent in to be repaired. No more information will be available regarding patient impact. On (B)(6) 2014, it was found during preliminary evaluation of the returned device by integra that the transducer was twisted in the handpiece housing. This fault/damage is consistent with an incorrect or non-utilization of the torque base. Based on this finding, the complaint was made MDR reportable.